Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department about eight days after the implant procedure experiencing acute kidney injury, acute on chronic systolic heart failure, and a possible non-st-elevation myocardial infarction. While stabilizing the patient's labs (creatinine, basic metabolic panel, potassium, phosphorus, troponin, enzymes) and performing dialysis, a pericardial effusion, which was progressing to cardiac tamponade, was discovered. A pericardial window was created. When a repeat echocardiogram was performed about seven days later, the remaining pericardial effusion was trivial. Hospitalization and medications were used to resolve the remaining medical issues, and the patient entered a rehabilitation facility with the possibility of palliative care. The leads remain in use. The patient was a participant in the adapt response study. No further patient complications have been reported as a result of this event.